Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure performed at an unknown date. Reportedly, there were no visible damage to the device and the packaging prior to the procedure. During the procedure, the physician attempted to release the stent but the stent deployment suture was twisted and knotted; however, the stent was not able to be released. The stent was removed from the patient and completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was partially deployed.

Manufacturer narrative:
Reported event of stent partially deployed. A visual examination of the returned device found that the proximal stent loops was deployed. The shaft was noted to be kinked at 80mm and 210mm proximal to the tip. During analysis it was possible to retract the deployment suture and fully deploy the stent with some bending of the shaft. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. This root cause is assigned as damage noted to the returned device is consistent with excessive tensile force having been applied. Therefore, the most probable root cause classification for the reported failure is operational context a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.